Event description:
The spouse of a 64 year old male pt called zoll customer support to report that the pt's charger was not charging his batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) was confirmed. Upon investigation the battery charger/modem was unable to recognize battery packs. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem. The pt received a replacement batter charger/modem.